Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump and high blood glucose levels. The mother states the customer had been running high in the 400mg/dl range. The customer's blood glucose level at the time was 90mg/dl. Troubleshoot was conducted. The pump was found to have passed the self-test. The mother states the device alarmed for failed battery test after inserting the same battery. The mother states they were unable to reopen the battery compartment. The mother was advised the pump would have to be replaced and returned for analysis.